Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege patient began to suffer from persistent pain in hips, groin, legs and toes, as well as clicking and popping in his hip. It is further alleged that on or about (B)(6) 2010, physicians examined and tested patient's blood for chromium and cobalt; results indicated elevated levels of both cobalt and chromium; upon information and belief, patient suffers loss of muscle mass and deterioration of the soft tissue in his hips. Bilateral patient update (B)(4) 2011 - the sales rep has reported the revision. Patient was revised due to loose femoral stem. (Right hip). Update: 04/02/2014 - sales rep reported revision surgery. Patient was revised to address cup loosening. Sales rep reported "left in depuy aml stem put back in ts ceramic depuy #1365-36-710, lot #7830680 and put in biomet cup." The femoral head is being added to the complaint. This complaint was updated on: 04/30/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege patient began to suffer from persistent pain in hips, groin, legs and toes, as well as clicking and popping in his hip. It is further alleged that on or about (B)(6) 2010, physicians examined and tested patient's blood for chromium and cobalt; results indicated elevated levels of both cobalt and chromium; upon information and belief, patient suffers loss of muscle mass and deterioration of the soft tissue in his hips. Bilateral patient. Update (B)(4) 2011 - the sales rep has reported the revision. Patient was revised due to loose femoral stem. (Right hip). Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address cup loosening. Sales rep reported "left in depuy aml stem put back in ts ceramic depuy (B)(4)lot #7830680 and put in biomet cup." The femoral head is being added to the complaint. Update rec'd: (B)(4) 2014 - medical records received. Medical records indicate patient's left hip was revised to address a pseudotumor. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.